Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 694765 implantable tachy lead, implanted: (B)(6) 2013; 407652 implantable pacing lead, implanted: (B)(6) 2011; d33 4trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013.

Event description:
It was reported an infection occurred. The lead was removed and replaced. No further patient complications have been reported as a result of this event.